Manufacturer narrative:
Device evaluation: analysis of the lead found that conductors #0, #1, #3, #4, #5, #6, and #7 were broken 22.4 cm from the distal end. During functional testing it was found that all of these circuits had ¿open¿ impedance readings. There were no shorts measured between circuits.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that the lead was ¿broken.¿ it was noted that ¿something was wrong¿ and that ¿no connection¿ had been found with the patient¿s system and as a result all contacts were checked. The patient¿s lead was a replaced as a result of the event and the issue was resolved. The patient was alive with no injury following the replacement of their lead. A supplemental regulatory report will be filed if additional information is received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.